Manufacturer narrative:
D4 - UDI no. - the lot number is unknown for this complaint, therefore only the di portion has been provided. The actual sample was not available to be returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information and two retention samples from representative lots that had been sold to the involved customer from september to november of 2016. Visual inspection found no anomalies. Magnifying inspection of the platinum and stainless steel coil segments revealed no anomalies. The outside diameters of the platinum and stainless steel coil segments were confirmed to meet manufacturing specifications. A review of the device history records and shipping inspection files from the involved product code and potential lots were reviewed with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. The retention samples were confirmed to be normal product. The exact cause of the reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : actual device not available

Event description:
The user facility reported vessel wall perforation during the use of the glidewire device. Follow up communication with the user facility confirmed the following information; the tip of the wire did not prolapse as intended; dissection occurred in the lad; the patient was medically treated post procedure and is now reported as doing fine; and two other similar events were also reported by the same doctor, all three events happened between the months of (B)(6) of 2016, an exact event date is not known. See MDR numbers 9681834-2017-00033 and 9681834-2017-00034.